Manufacturer narrative:
This report is for five (5) unknown screws. Partial part# 02.12.7.1xx (where x denotes unknown digit), lot# and UDI # is not available. Screw shaft remained in the patient during removal surgery on (B)(6) 2018. Device is not expected to be returned for manufacturer review/investigation. This report is for five (5) unknown screws. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal of a 2.7mm variable angle (va) anterolateral distal tibia plate and eleven (11) screws due to a fracture above existing plate from a base-jumping accident. During the surgery, it was noted that there were six (6) broken screws which include five (5) 2.7mm va screws and one (1) 3.5mm cortex screw that were embedded into the bone which required breaking the screw head with an osteotome and mallet. Fragments were generated when the screw head was removed, and the screw shaft was retained. Additional x-rays were required. Five (5) intact 3.5mm cortex screws were removed with no problems. The procedure was completed successfully with a 30-minute delay. The patient outcome was as planned. This (B)(4) captured the post-operative event that required removal of the devices due to a fracture above existing plate from a base-jumping accident, while (B)(4) captured the intra-operative event the removal surgery. Concomitant devices reported: 2.7mm variable angle (va) anterolateral distal tibia plate (part # 02.118.208, lot # unknown, quantity # 1) ; 3.5mm cortex screw (part # 204.8xx, lot # unknown, quantity # 5) ; osteotome (part # unknown, lot # unknown, quantity # 1) ; mallet (part # unknown, lot # unknown, quantity # 1) . This report is for five (5) unknown screws. This is report 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: 2.7mm variable angle (va) anterolateral distal tibia plate (part 02.118.208, lot unknown, quantity 1), 3.5mm cortex screw (part 204.8xx, lot unknown, quantity 5).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.